Event description:
A customer reported that the alignment pin had broken off of their freestyle navigator transmitter. The transmitter was returned for investigation. During investigation, visual inspection observed a crack in the freestyle navigator transmitter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The initial reported alignment pin complaint was not confirmed. A visual inspection of the transmitter was performed and a crack was observed on the plastic housing near the battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. Returned transmitter (B) (4) failed the leak test. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.